Event description:
The customer's mother called to report that the customer was hospitalized due to high blood glucose levels. The mother did not have hipaa approval, and the customer was not present during the phone call. The phone call was disconnected while the mother attempted to get her son on the phone. More several attempts to reach the mother or customer, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.